Event description:
It was reported the rigid endoscope sheath ceramic tip was damaged. The issue occurred during preparation for the use of the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for evaluation. However, the device was inspected and repaired by a 3rd party distributor, who confirmed the ceramic tip was damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, damage to the ceramic beak likely occurred due to thermal and mechanically induced impact, wear and tear, improper handling, and mechanical overloads like falls, shock, or similar stress. The event can be detected and prevented by handling the device in accordance with the following instructions for use: 4. Before use warning infection control risk properly reprocess the product before the first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion no dents no scratches ceramic insulation at the distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.